Manufacturer narrative:
Correction to b5: remove bayer stellant syringe and replace with non-baxter syringe. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needlefree IV connectors leaked. The connectors do not stay screwed onto the bayer stellant syringe in CT and were leaking. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.